Event description:
It was reported that when the patient had the device implanted, the patient had ¿too much pressure against the paddle¿ which was causing severe pain in between their shoulders where the paddle was implanted. So the healthcare provider (hcp) performed a laminectomy to get that corrected. It was noted this event occurred (B)(6) 2015. As a result of that correction, the patient woke up from the surgery with nerve issue and problems with their legs. They woke up with a paralyzed left leg. They could not move it. The patient could move the left leg at the time of the report and was in physical therapy and was improving some. The implant was implanted to help with low back pain and leg pain, which it had helped with those issues. The low back pain and leg pain had diminished considerably, if not totally. The patient would like to bring some feelings back to their legs. The patient would like to meet with a manufacturer representative (rep) for programming and to turn the implant back on. Apparently the implant had been shut off since the surgery when they moved the paddle. The patient would rather just wait until their appointment with the hcp on (B)(6) 2015, to have the rep turn the implant on and program it. The patient couldn¿t get in to the hcp until (B)(6) 2015 and wanted assistance with turning stimulation on. The right leg was giving the patient ¿fits¿ and they still had tremendous pain. This was a new pain that started after the laminectomy surgery. After the surgery, both legs were weak compared to what they were. Their left leg was extremely weak. The patient had an artificial left knee. The trial was wonderful but after the initial implant of the implantable neurostimulator (ins), they hurt so badly in their chest area where the paddle was. After the implant surgery, they did not have to have stimulation on all of the time. They could go 2 days without turning it on; however, there was still a problem with the paddle lead. After increasing stimulation to 5.50 volts they could feel it in their right and left leg and across their back. This is what the patient wanted. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 3 9565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).